Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise on the right atrial (ra) and right ventricular (rv) channels. On the rv and left ventricular (lv) channels there was pacing inhibition, however the patient's intrinsic conduction comes after a long pr, thus no asystole was observed. The patient's underlying is a normal sinus rhythm. It was also noted that the rv impedance has ranged between 800 to 1000 ohms and the lv lead impedance had trended higher at 1751. However currently the lv lead impedance did measure high and out of range at 2307 ohms. It was also noted that another manufacturer's ra lead has exhibited occasional spikes in impedance measurements. Attempts to recreate the noise and measurement issues were unsuccessful on the rv and lv channels, however the noise was able to reproduced on the ra channel. At this time the clinician noted that they plan to monitor the patient closely with more frequent follow ups. The cardiac resynchronization therapy defibrillator (crt-d) and leads remain in service and no adverse patient effects were reported.